Manufacturer narrative:
Batteries for the imaging system were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction: per further review, it was found that the reported part replacement was related to routine service outside of a clinical setting, and should not have been considered a reportable event or a complaint. The MDR was submitted in error.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the cmos battery required replacement. There was no patient present when this issue was identified. No additional information was provided.